Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and to provide the results of the manufacturer's investigation. The additional information from the customer can be found in field b5. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the cable damage was likely due to user handling. The IFU contains the following statements regarding user handling of the device: -"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged."; -"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged."; -"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged."; -"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged."; -"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged."; -"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer on 22apr2021. The problem was first noticed during reprocessing. The intended procedure was completed without delay. The device was not used to complete the procedure. There were no other devices replaced during the procedure and it was inspected prior to use. There were no physical damage to the camera head end, the connector, or the cable. There were no kinks or coils and the device did not sustain deep impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the type of investigation and investigation conclusion codes inadvertently omitted from section h6 in the previous supplemental report. See section h6 for the updated codes. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The image cut in and out due to a faulty cable unit. The cable insulation was damaged. The required parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the camera head did not have an image during preparation for use. No patient involvement or impact to patient care was reported for this event.